Event description:
It was reported that during training the ilet touch screen did not respond at the ¿do you see drops¿ prompt, preventing further interaction, and the clinician supplied a backup device while a replacement was arranged. Symptoms included no clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included collection of device history and planning for return analysis. Investigation of this device revealed a suspected touch screen malfunction affecting the user interface during setup, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that a component or user interface malfunction was the probable cause.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."